Manufacturer narrative:
The manufacturing location for this product is greater asia fg. This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when connecting an IV set tip with a bd¿ fluid line 90cm extension set tubing, the IV set tip and connector were found to easily separate. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one sample were sent to sbdm, the lot number is unknown. House sample investigation: sbdm measured 3 lots: (4804041, 4804051, 4804061), 5 pcs each for the connector inner diameter. Average measurement was 4.06mm. The specification was 4.05 +/- 0.1mm. All 15 tested house samples were within specification. Complaint sample measurement: sbdm measured the returned complaint sample connector, the reading was 4.20mm, which is out of the specification. DHR review is not possible as the lot number is unknown. Root cause: based on investigation on returned complaint sample, the connector inner diameter was out of specification. 15 house samples from 3 lots measured were within specifications. Comments from customer which was input into salesforce.com form "when connecting IV set tip for the first time, it is difficult to insert it, but after the insertion several times, it is stretched too much and IV set tip and connector are easily separated". The likely cause of it might be the connector was stretched as the end user push the connector too deeply into the extension set, resulting in the connector being stretched till the point of out of specification, thus becoming loose. Corrective action: 1. Sbdm had quality training on this customer complaint for extension set manufacturing process workers and quality inspectors. 2. Sbdm tighten in-process inspection and end product inspection for extension set manufacturing process. 3. Sbdm will monitor the extension set manufacturing process to see if the same complaint case occurs again. Sbdm has in house CAPA: (B)(4) to monitor this defect trend.